Manufacturer narrative:
Per the tandem user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof" the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump fell into water resulting in the pump ceasing to function. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.